Manufacturer narrative:
The subject device was investigated at omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. When the foreign object was analyzed, adhesive was detected. It was presumed that the foreign object may have entered the instrument channel of the subject device from the outside during cleaning. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection at omsc manufacturing site, there was the foreign object in the instrumental channel of the subject device. The subject device had been returned to omsc for inspection and analysis of the reduced angulation of the bending. The occurrence date of the event is unknown. There was no patient injury associated with this report.